Manufacturer narrative:
(B)(4).

Event description:
The user facility biomed reported while using the avea ventilator, the unit displays low fio2 (fraction of inspired oxygen) alarms. The issue occurred during patient use. There is no report of patient consequence associated with the event. The user facility biomed reported changing the o2 cell sensor twice on the suspect device, but the issue was not resolved so the blender is suspected to be the issue.